Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately eighteen years post tka, this female patient underwent revision for an unknown reason. No additional information is available or forthcoming. The device is not available for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) as reported, approximately 18.02, this female patient with bmi unknown underwent unknown side tka and was implanted with an exactech uhmwpe insert, serial # unknown. On (B)(6) 2021, the patient underwent revision of the insert due to unknown secondary findings: unknown. No additional information is available or forthcoming. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. Reason not reported. These devices are used for treatment not diagnosis.